Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), alopecia ("hair loss"), back pain ("back pain"), pain in hip ("right hip pain") and generalised joint pains ("joint pain all overun") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, infection, alopecia, back pain, pain in hip, weight increased and generalised joint pains outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, infection, pain in hip, pelvic pain, vaginal haemorrhage, weight increased and generalised joint pains to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), alopecia ("hair loss"), back pain ("back pain"), pain in hip ("right hip pain") and joint pain ("joint pain all overun") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, infection, alopecia, back pain, pain in hip, weight increased and joint pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, infection, pain in hip, pelvic pain, vaginal haemorrhage, weight increased and joint pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.